Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized. On an unreported date, the patient was treated with intraperitoneal ceftazidime (1g daily; duration not reported) and intraperitoneal vancomycin (1g daily; duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. The cause of the event and patient outcome were unknown. No additional information is available.